Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that a friend of mine, who had applied [unspecified] juvéderm®volift® for the nasolabial and soof, [unspecified] juvéderm® voluma¿ for the cheek, and harmonyca¿ for the c area seven months ago mentioned that the patient's whole face was "swollen this morning, starting from under patient's left eye". It was further reported it looks granulomatous reaction per photo. Biopsy was not provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® volift® injection.